Event description:
Additional information received identified the issue has resolved and the patient has received a new ipg.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was presented at the hospital with skin irritation around the ipg site due to allergic reaction. In turn, the ipg was explanted. Reportedly the patient is stable. The ipg examined in hospital¿s microbiology laboratory. No evidence of infection was found.